Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced high blood glucose levels which was around 500 mg/dl, therefore patient had received correction bolus via pump and mdi. The patient was first gone to emergency room and subsequently hospitalized and received treatment IV and fluids of saline and insulin. The patient also had high ketones which are life threatening and infusion set was in use for 2 to 3 days no further information available.